Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced a bent cannula event on (B)(6) 2026. The infusion set had been in use for only a few hours at the time of the event. The patient blood glucose level had been 291 mg/dl the patient had developed ketoacidosis and received two insulin corrections with the pen. They tested for ketones, with reported values of 1.4 mmol/l, 1.3 mmol/l, and 0.3 mmol/l. The patient later experienced another obstructed administration and subsequently changed the infusion set. The patient remained in a state of hyperglycemia for approximately 18 hours. No further information available.